Event description:
Pacing failure and connection issues were reported relative to the subject pacemaker. On (B)(6) 2015 the patient went to the hospital due to dizziness and beat decreasing. The pacemaker was interrogated and an x ray image was taken, but no anomalies were found in the system. On (B)(6) 2015, the patient went to the hospital again with the same symptoms as in (B)(6) 2015. The physicians could reproduce the symptoms performing provocative maneuvers around the pacemaker area and it was observed in the surface ECG a ventricular escape rhythm of 35 bpm and no v spike. Another x ray was taken but no anomalies were seen. A re-intervention was performed on (B)(6) 2015. During the procedure after opening the pocket, the ventricular lead was pulled to check the tightness, and the lead was removed very easily. No irregularities were noted with the lead measurements. The ventricular screw was unscrewed a little and the same lead was inserted again. The screw was tighten properly listening the ratchet noise. After surgery, the pacemaker was interrogated and ventricular lead test was performed. Normal parameters were obtained. The device was kept implanted.

Event description:
Electrical and connection issues were noted relative to the subject pacemaker. On (B)(6) 2015 the patient went to the hospital due to dizziness and beat decreasing. The pacemaker was interrogated and an x ray image was taken, but no anomalies were found in the system. On (B)(6) 2015 the patient went to the hospital again with the same symptoms as in (B)(6) 2015. The physicians could reproduce the symptoms performing provocative maneuvers around the pacemaker area and it was observed in the surface ECG a ventricular escape rhythm of 35 bpm and no v spike. Another x ray was taken but no anomalies were seen. A re-intervention was performed on (B)(6) 2015. During the procedure after opening the pocket, the ventricular lead was pulled to check the tightness, and the lead was removed very easily. No irregularities were noted with the lead measurements. The ventricular screw was unscrewed a little and the same lead was inserted again. The screw was tighten properly listening the ratchet noise. After surgery, the pacemaker was interrogated and ventricular lead test was performed. Normal parameters were obtained. The device was kept implanted.